Manufacturer narrative:
Report source: yonsei medical journal published "incidence of new vertebral compression fractures in women after kyphoplasty and factors involved," by eun-su moon, hak-sun kim, jin-oh park, seomg-huon moon, hwan-mo lee, dong-eun shin, jung-won ha, eun-kyoung ahn, dong-jun shim, and jun-young chung. Method: device not returned, internal review of literature, follow-up with author.

Event description:
In an article titled: "incidence of new vertebral compression fractures in woman after kyphoplasty and factors involved," the following events were reported: one case of pedicular cement leakage. The pt underwent decompression with removal of the leaked cement due to skin irritation. No additional info was reported. Note: at the time of this event. Kyphoplasty products were not distributed in (B)(6).